Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses developed soreness in both of her breast post implantation. The patient¿s breasts feel sensitive when she is lying down and when cold. Additionally, there is a hardened lump on the patient¿s right breast that was reported to be a benign cluster. Lastly, the patient¿s left breast prosthesis bottomed out six months after surgery. The patient¿s left breast pocket was stapled closed and the patient reports that she can still feel the staples. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.